Event description:
A surgeon reported that a patient had hypopyon after cataract surgery. This was the first patient of that day. The surgeon refused to provide any additional information. No additional information is expected. This is one of ten medical device reports associated with this facility. The associated medical device reports have been previously reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information will be provided. (B)(4).